Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary:according to the information provided, it was reported that the first truespan implant and when he went to deploy the second the trigger jammed. He was able to pull the trigger however the implant stayed in the truespan device. The complaint device is not being returned; it was discarded, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that one implant come off the needle. It was not possible to see the trigger. The complaint cannot be confirmed since cannot replicated for the reported condition. The photo do not provide enough evidence to determine what caused the user to experience reported problem but it is possible that the user did not insert the needle into the tissue far enough therefore blocking insertion of the implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the implant being only partially deployed. A manufacturing record evaluation was performed for the finished device lot number:6l63265, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via complaint submission tool the truespan 12 degree peek. The surgeon deployed the first true span implant and when he went to deploy the second the trigger jammed. He was able to pull the trigger however the implant stayed in the truespan device. It was discarded into sharps. The procedure was completed with a replacement. No surgical delay. No patient consequences.